Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the extent of which the weather affected their system remained unknown and the representative noted that the stimulator was working as intended. Realistic expectations of the ins were reviewed with the patient. The physician re-educated the patient of the 50% pain reduction goal and that they might have other pain which was normal. The pain and weather issue had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having pain. An environmental factor that may have lead or contributed to this issue was the weather. The patient was instructed to see their physician and it was explained to them that 50% pain reduction was the goal and that the stimulator only worked on neuropathic pain. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.